Event description:
Additional information received for report mw5106324 on 01/26/2022. Model number was incorrectly reported in FDA report #mw5106324. Model# has been corrected from 89-6105 to 89-6112.

Event description:
First assist was holding the snake liver retractor during procedure when it broke. The wire split and the small cylindrical metal pieces came off the wire and into the patient's abdominal cavity. All pieces removed by surgeon. X-ray performed and read by radiology. No sign of metal left in the patient. Instrument manufactured by snowden pencer #89-6105. FDA safety report ID# (B)(4).